Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 694758 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2020 it was reported that the right atrial (ra) lead was explanted due to an associated lead issue. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.